Event description:
The pt was implanted with a left ventricular assist device. Approx 20 months post implant the pt underwent an urgent heart transplant. The pt was upgraded to a status 1a on the transplant list due to an ongoing infection and issues surrounding sternal wounds.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.